Event description:
Notified by the state health department of potential problems with arthroscopic shavers. We use smith and nephew shaver blades. We do reprocess these with sterilmed. Our sterile processing department opened a reprocessed shaver blade and looked inside with a magnifier and noted debris, the trocar felt sticky to the touch. When evaluating a new, not reprocessed shaver blade, these finders were not present. I have pulled all the reprocessed shaver blades for the meantime. We did have a pt with a post-arthroscopy e-coli infection, and reported that to the department of state health services when we got notification of a potential problem. This is the info on the package we opened: sterilmed smith and nephew shaver blade full radius yellow size: 4.5mm, cat no: 7205306, sterile date: 2009, exp date: 02/2010. I will pull the pt with the e-coli knee infection and see if I can locate the shaver blade info used on that particular pt.